Event description:
Customer's father reported aviva system gave a blood glucose result of 172 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer's father did not treat based on the aviva system result. Father reported customer was unresponsive 30 minutes later, result from another system at that time was 48 mg/dl. Father called emt's, treated customer with frosting in cheek. Emt meter result within 10 minutes later was 120 mg/dl, customer was still unresponsive, emt's treated with oxygen, transported her to hospital for further treatment. Customer's blood glucose was 117 mg/dl on the hospital's meter at an undetermined time, customer was still unresponsive, given glucose IV and eventually came responsive. Customers father stated that customer was unresponsive for a total of 4 to 5 hours from the time he first noticed her unresponsive. A request was made for the return of the system and a replacement was sent.